Event description:
No blood glucose levels reported. The customer reported that the numbers and the scroll bar in the display bar of the insulin pump keeps moving up or down despite the fact that the customer is not inputting anything. The customer was requested to return the insulin pump for analysis. No additional information is provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.